Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no display: [...] The device still infused drugs without alarm. Impossible to switch off because there is no screen.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device has to be opened prior to this examination. No cover caps as well as no sealing were available. During the functional test the display went dark while moving the operating unit. Inside the ribbon cable was found faulty locked into the zero force connector. This caused the above described malfunction. Wrong handling / assembling caused the reported event. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.